Event description:
Covid 19 recall sent by 3m regarding n95 masks with selective lot numbers which are identified as counterfeit product from the vendor. Model #1860 and 1860s. Lot #s b20020, b20522, b20659, b20670, and r20522. FDA safety report ID# (B)(4).